Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) was eroded. The patient was treated with oral antibiotics. The device was placed in antibiotic pouch during procedure on (B)(6) 2025. The patient was stable.